Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level. The contact was not able to troubleshoot at the time of the call with tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.